Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged that when he uses a chip in the machine, the device malfunctions. There is no allegation of serious or permanent harm or injury. The patient's device was returned to the manufacturer and was shipped to a third- party service center for evaluation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. During evaluation, an error (e-4: reboot error in cpu) was identified and was corrected. A left door which was missing and a scratched upper enclosure were replaced during the evaluation. The device operating software was upgraded. The device passed a final test.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.